Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that blood leaked on the floor from around the spike while inserted into a blood bag. When the nurse removed the first spike and changed to a new set with the same lot and into the same port, there was no leaking. The spike of the new set was secure. There was no harm.